Event description:
It was reported that the customer received an inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 460 units of insulin. However, upon reviewing the pump data logbook, tandem technical support observed that the customer had overfilled the cartridges. The customer's blood glucose level was 160 mg/dl. Tandem technical support relayed the information and educated the customer to fill the cartridge with 480 units per pump labeling instructions. At the time of the call, the customer declined to load a new cartridge, and confirmed that a new cartridge would be loaded at a later time. The customer declined further assistance on the reported event.

Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 460 nits of insulin. The customer's blood glucose level was 160 mg/dl. Review of the pump data logbook by tandem technical support showed that the customer overfilled the cartridges. Tandem technical support relayed the information and educated the customer to fill the cartridge with 480 units per pump labeling instructions. At the time of the call, the customer declined to load a new cartridge, and confirmed that a new cartridge would be loaded at a later time. The customer declined further assistance on the reported event.